Manufacturer narrative:
The device was marked as available for evaluation, although anticipated, the device has not yet been received. (B)(4).

Event description:
During an anterior cruciate ligament (acl) reconstruction, after drilling the femoral tunnel using a 4.5mm endoscopic cannula drill bit, the operating room staff checked the drill and found fracture of the cutting blade in three places. Two pieces of the drill bit remained in the patient. Procedure completed with another drill. There were no reported patient injuries or complications.

Manufacturer narrative:
Device evaluation: one endoscpc cann. Drl. Bit 4.5 strl device was returned to the supplier for evaluation. The failure mode of broken drill was confirmed. The supplier visually evaluated the device and identified that the inner cannulation of the drill demonstrated wear marks that are consistent with contact with a hard surface. Additionally, it was observed that the edges of the drill were rolled out from the inside out. The root cause of the failure can be attributed to excess forces. A review of the device history records was performed which confirmed no inconsistencies. No further action is required. IFU 1061352 states: "as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ (B)(4).